Event description:
It was reported that during a procedure, the attachment heated up caused a first degree burn to the tip of the user's finger. The skin was not broken and no further treatment was needed.

Manufacturer narrative:
The burn was most likely caused by friction produced from running the attachment with a shattered shaft. The attachment was about 4 years old when it failed, so the broken shaft was most likely due to many uses at the account. The IFU states that the customer should run the attachment before every use to ensure that the operation of the product is normal. When components in the attachment are damaged to this extent the user should be able to tell that the attachment is not running correctly due to additional heat, noise, and vibration in the attachment.